Event description:
Baxter reported a spike on a transfer set was broken during use. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
.